Event description:
It was reported that the neurostimulator was explanted as it was at elective-replacement-indicator. Impedances of over 10,000 ohms were found on all pairs with electrodes #3 and #11. The patient recovered without sequela.

Manufacturer narrative:
A computer-generated longevity was calculated based on the parameters from the returned paperwork. The elective replacement indicator (eri) was calculated to be at 3.91 months. End of service (eos) was calculated to be at 6.91 months.

Manufacturer narrative:
Analysis of the neurostimulator found no significant anomalies. The battery was at the normal end-of-life, and telemetry and output were okay. The trace report found the device was at elective-replacement-indicator. There was foreign material under the connector module cover. There was foreign material in the connector ports. The access hole, grommets and setscrews were ok. The battery was explanted and the ins can was scratched. Telemetry was ok, and good stable output was found on the electrode pairs as received. There were no problems when pressing on the ins can.